Event description:
Pump stated "alert" on the screen but had not alarmed. Cartridge was half full of remodulin at the end of the 72 hour period. Will replace pump. Patient is using backup pump with no changes to symptoms or side effects. Dose or amount: 0.036ml/hr. Frequency: continuous. Route: sq. Dates of use: (B)(6) 2015 to continuing. Diagnosis or reason for use: pah.